Event description:
During an implant procedure, it was reported that the pacemaker was not pacing the patient. The patient was not pacemaker dependent and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of loss of pacing could not be confirmed. As received, the device was in ddd mode above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including output, mechanical stress testing and battery assessment indicate normal device characteristics. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.